Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while trying to give himself a correction bolus. In the alarm history two motor error alarms appeared, ten minutes apart. Customer's blood glucose level was 240 mg/dl. The customer completed the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.